Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the ventilator was not working. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, reviewed the logs, and confirmed the reported issue. A quote was issued for repair of the system but has not been approved by the customer.